Event description:
Customer reported to beckman coulter, inc. That the unicel dxc800 synchron system (dxc 800) generated erroneous electrolyte results over three days. Customer indicated the erroneous results were reported out of the laboratory. Customer reported the erroneous results were amended. Customer reported that they did not know whether any treatment was given to the patients. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they ran controls after noticing the erroneous results and discovered the controls were out or range. Customer reported they recalibrated the dxc 800 system after discovering the controls were out of range. Bec field service engineer replaced the modular chemistries (mc) probe wash collar, the electrolyte injection cup, the mc syringe drive shaft and the bearing assembly, the sample syringes and the sodium electrode.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on three days. This event is related to MDR# 2050012-2012-01906, MDR# 2050012-2012-01908.